Event description:
During removal attempts in o.r. Both catheters fractured at the level of the clavicle. Retrieval via femoral vein, in radiology, was unsuccessful. Returned to o.r. And caths removed via right neck dissection; ligation of right internal jugular vein. Stable.